Event description:
It was reported that an angio-seal evolution was deployed in the common femoral artery post percutaneous transluminal coronary angioplasty (ptca). Hemostasis was achieved. A pre-deployment angiogram was performed. The patient felt mild groin pain post procedure. Approximately one and a half hours later, while still lying in bed, the patient felt groin and abdominal pain. A 4 cm hematoma was noted with light bleeding. Manual compression was applied to the patient's groin. Seven thousand five hundred units of heparin, 600 mg clopidogrel and 100 mg of aspirin were administered during the procedure. One hour later, the patient's blood pressure dropped. A CT scan did not reveal any retroperitoneal bleeding. The patient was then immobilized and manual compression was reapplied. The patient was kept in the hospital an additional 12 hours. The next day, the patient's hematocrit showed a standard value. The patient's condition was reported to be good, there was no additional bleeding, and the patient was discharged. Following the procedure, 75mg of clopidogrel and 100 mg of aspirin were given.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding of a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. A 4 second radiographic cine femoral angiogram was received with the event. Contrast was visualized through an indwelling sheath and this most likely represents a contrast sheath injection. There were no identifying labels on the image.